Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle cutter has not cut the needle for several days, the needle does not go all the way in and gets stuck. The video was examined, and it was observed that the user was not able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip based upon the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the video received, embecta was unable to confirm the customer¿s indicated failure (not clipping ¿ cutter blocked). Root cause cannot be determined at this time as the issue is unconfirmed. See h10.

Event description:
It was reported that the bd safe-clip¿ was jammed and not clipping. The following information was provided by the initial reporter: "it is communicated to the patient's line requesting needles, likewise, it states that: "the needle cutter has not cut the needle for several days, the needle does not go all the way in and gets stuck."

Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd safe-clip¿ was jammed and not clipping. The following information was provided by the initial reporter: "it is communicated to the patient's line requesting needles, likewise, it states that: "the needle cutter has not cut the needle for several days, the needle does not go all the way in and gets stuck."